Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was having issues with her insulin pump. Customer stated that when she do prime the insulin shoots towards the ceiling. Customer stated that she received a letter about scroll notice scroll wrap and wanted insulin pump replacement. Customer's blood glucose was 302 mg/dl and treated with manual injection. Customer declined to troubleshoot. Advised the customer when priming to hold infusion set face down. Customer stated issues will be resolved with insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).